Event description:
It was reported that during an orthopedic surgery, it was observed that the foot control device was "leaking oil". It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported.  Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition was duplicated and confirmed. Evidence indicates this was due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.